Manufacturer narrative:
This serial number was part of a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00744. The pt has two scs systems. The first was implanted on (B)(6) 2009 and the second on (B)(6) 2009. It was reported that the pt is unable to establish communication with one her ipgs using either the charging system or pt programmer. When palpated, the device in question appears to be on its side. An x-ray will be taken to confirm the positioning of the affected ipg. The pt's other ipg is said to be functioning as intended. Surgical intervention will be undertaken at a later date to address this issue.